Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The device evaluation found: the camera cable is broken (has a hole) and camera is not watertight based on the results of the investigation, it's likely that the following led to the malfunction: a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this field.

Event description:
It was reported the camera head had no image during routine inspection by customer. There were no reports of patient harm.